Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.